Event description:
It was reported that when the device was used during a low anterior resection, it cut but did not staple the tissue. It is unknown how the procedure was completed. There were no consequences to the patient.